Event description:
Patient was returned to surgery due to infection 10 days after initial surgery. Patient was said to be non compliant.

Manufacturer narrative:
Additional information regarding this complaint has been requested, and will be sent when available.